Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis. Data was reviewed from the reported event dates of 26may2025 ¿ 27may2025. Beginning on 26may2025 at 10:49, intermittent atypical low voltage advisory alarms activated due to the relative state of charge (rsoc) voltage fluctuating below the alarm voltage threshold. On 27may2025 at 12:07, the driveline was disconnected, and the system controller was powered down, consistent with the reported system controller exchange. The alarms did not affect the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned system controller (serial number: (B)(6)) was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout testing, even when the system controller¿s power cables were manipulated by hand. Wires within the black power cable were also measured and did not show any issues that would have contributed to the reported event. Provided information indicated that exchanging the system controller resolved the reported event, and that the patient¿s batteries appeared to be operating as intended. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low power advisory conditions. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2025 and had their primary system controller exchanged because the black system controller cable was not communicating properly with the system controller. The system controller would often show "beep". Additionally, the system controller would show batteries connected to the black cable as low even though the batteries were fully charged, before returning to normal. It was noted that this system controller had only been in place for 3 months. The system controller was exchanged. The patients' batteries were noted to have been functioning as intended, and the event resolved with a system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.